Event description:
(B) (6).it was reported that post a coronary artery drug-eluting stenting treatment procedure, the patient experienced restenosis. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was treated with an unknown size taxus express2 stent. The patient was hospitalized in (B) (6) 2009 for in-stent restenosis. The patient underwent a percutaneous coronary intervention (pci) with the placement of a non-bsc stent. The event was successfully resolved. Additional information received:same case as MFR report #: 2134265-2010-00556, -00557.the target lesion was a de novo, 3.0x32mm, 90% stenosis of the mid lad. Treatment was with predilation, placement of three overlapping taxus express2 stents (2.5x16mm, 3.0x16mm, 3.0x8mm), and post dilation resulting in 0% residual stenosis with timi 3 flow maintained. Additionally, a 3.0x10mm, 90% stenosis of the distal circumflex was also treated with predilation, placement of a 3.0x16mm taxus express2 stent, and post dilation resulting in 0% residual stenosis with timi3 flow maintained. The patient was discharged two days post procedure on bayaspirin and plavix.treatment of the 75% stenosed, 3.0x28mm mid lad in (B) (6) 2009 resulted in 0% residual stenosis. The event was resolved the same day and the patient was discharged two days post procedure.

Event description:
It was reported that post a coronary artery drug-eluting stenting treatment procedure, the pt experienced restenosis. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was treated with an unk size taxus express2 stent. The pt was hospitalized in 2009 for in-stent restenosis. The pt underwent a percutaneous coronary intervention (pci) with the placement of a non-bsc stent. The event was successfully resolved.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The most probable root cause classification is considered anticipated procedural complications. The complaint is related to a known physiological effect of the procedure noted within the dfu and/or device labeling.

Manufacturer narrative:
(B) (6); (B) (4).